Event description:
It was reported that during a radical cystectomy, on the third firing of the device, when the surgeon closed the closing trigger he heard a strange crunch sound. The jaw was half open, and half closed. He could not open the jaw with the release button. The jaw was stuck. He had to slip the device along the tissue to remove it. No staples were formed and there was no cutting. He had to use a brand new product to continue the surgery. Surgery was prolonged two minutes. There were no adverse consequences to the patient. Additional follow up: your report indicates that the device was closed and then the crunch sound was heard.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.